Event description:
The customer reported they were unable to obtain an etco2 waveform during a cardiac arrest. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 waveform during a cardiac arrest. There was no report of negative pt impact. The device was evaluated by a philips bench technician. The symptom was confirmed and replacement of the ctco2 module resolved the symptom.